Event description:
It was reported that during the implant procedure, when the lead was connected to the psa, noise, low sensing, and high pacing lead impedance were observed. The lead was not implanted and was replaced. Patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.